Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to the manufacturer for analysis. Visual inspection of the returned platform shows that the load plate cover was torn off and the battery lock clip was bent. The physical damages found during visual inspection are not related to the reported complaint of "system error, out of service, revert to manual CPR" error message. The damages appear to have been caused by normal wear and tear (autopulse manufactured in 3/2008). A review of the archive was not performed because the data was unable to be downloaded due to the latch system error 136 (internal parameter corrupted). Functional testing could not be performed due to the "system error, out of service, revert to manual CPR" error message. It was found that the pca board was defective. Based on the initial investigation, the parts identified for replacement were the load plate cover, battery lock, and the pca board. In summary, the reported complaint of "system error, out of service, revert to manual CPR" (error code 136) was confirmed upon functional testing. The fault was found to be due to the defective pca board. The physical damages found during visual inspection are unrelated to the reported complaint.

Event description:
Complainant alleged that during a morning check, the autopulse platform displayed a "system error-out of service, revert to manual CPR" message. There was no report of any patient involvement. No further details were provided.